Manufacturer narrative:
The device was returned for analysis. Interrogation results were normal and visual screen was acceptable.

Event description:
It was reported that the patient complaint that the tv system was uncomfortable in the left pectoral region. The device was explanted and replaced with a leadless dr system. Product function was within normal limits. The patient is in stable condition.